Manufacturer narrative:
H6 patient codes: cardiac tamponade e0605 added.

Event description:
It was reported that the patient had a pericardial effusion. Transesophageal echocardiogram (tee) imaging pre-procedure showed that the patient had a mild pericardial effusion. The physician continued with the left atrial appendage (laa) closure procedure. A watchman trusteer access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the laa of the patient when tee imaging showed that there was a slow growing effusion on the right side of the heart. The transverse sinus effusion was stable compared to the baseline effusion. The patient became hypotensive but was managed with IV medication. The patient was sent to recovery in a hemodynamically stable condition. When the patient woke up from anesthesia, they were experiencing chest pain. An echocardiogram showed a growing pericardial effusion. The physician performed a pericardiocentesis and drained approximately 700cc of fluid. The patient remained stable, but another echocardiogram showed a growing effusion again. The patient was sent to the operating room for a pericardial window. The patient is now hemodynamically stable and has made a full recovery. According to the physician the pericardial effusion likely occurred during transeptal puncture when dropping from the superior vena cava to the septum. It was further reported that the patient experienced a pericardial effusion with cardiac tamponade.

Event description:
It was reported that the patient had a pericardial effusion. Transesophageal echocardiogram (tee) imaging pre-procedure showed that the patient had a mild pericardial effusion. The physician continued with the left atrial appendage (laa) closure procedure. A watchman trusteer access system (was) and a 27 mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the laa of the patient when tee imaging showed that there was a slow growing effusion on the right side of the heart. The transverse sinus effusion was stable compared to the baseline effusion. The patient became hypotensive but was managed with IV medication. The patient was sent to recovery in a hemodynamically stable condition. When the patient woke up from anesthesia, they were experiencing chest pain. An echocardiogram showed a growing pericardial effusion. The physician performed a pericardiocentesis and drained approximately 700 cc of fluid. The patient remained stable, but another echocardiogram showed a growing effusion again. The patient was sent to the operating room for a pericardial window. The patient is now hemodynamically stable and has made a full recovery. According to the physician the pericardial effusion likely occurred during transeptal puncture when dropping from the superior vena cava to the septum.